Event description:
A customer reported that the t:slim x2 pump battery would not charge. The customer made a note about using a third-party wall adapter and experiencing a power source alert, specifically alert 07. The use of different charging setups, including another wall adapter, did not resolve the issue, so customer technical support arranged to send a replacement tandem cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level reported.